Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that the patient experienced vomiting and dilatation post implant a (B)(4). The was reported at three (3) years follow-up visit. Band was totally deflated.